Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. (B)(4). The device is not returning.

Event description:
It was reported during a myosure procedure for uterine tissue removal on (B)(6) 2015, "the physician found small pieces of the device splintered inside the patient". The physician removed the device, inserted a second device to "extract the particles" and complete the procedure.